Event description:
#Medwatcher #followup1 #(B)(4). The following is a list of symptoms I have had since being implanted with essure: acne/boils/cysts/dry skin, anxiety, bloating, full feeling, body aches and pain, "brain fog," depression, diminished brain function, dizziness, dysmenorrhea, fatigue, frequent sicknesses including pneumonia and bronchitis, foul discharge, hair loss, hypothyroidism, immune issues, insomnia, joint pain, loss of libido, memory loss/forgetfulness, metrorrhagia, mood swings, nausea/vomiting, numbness and tingling in my extremities, ovarian torsion resulting in removal or right tube and ovary, painful intercourse, (dyspareunia), pain in my uterus, like a burning/stabbing, painful ovulation (mittelschmerz), swelling of legs, feet and hands, swollen lymph nodes/glands, thyroid issues, urinary urgency, frequency, incontinence, inability to empty bladder, vertigo, vitamin d deficiency, weight gain, whenever I do anything strenuous, such as aerobic exercise or yard work, I have flu-like symptoms for 1-2 weeks.

Event description:
It was in the evening. My husband and I had had relations, and immediately afterwards I felt immense, debilitating pain in the pelvic region. I was curled into a ball, unsleeping for the remainder of the night. The pain continued throughout the next 4 days of work until I was finally able to get in to see my obgyn. They did an ultrasound, which was excruciating, and scheduled me for an emergency laparotomy later that afternoon. They ended up removing the right fallopian tube and ovary which had twisted (torsion) and was cutting off the blood supply to the ovary, which was what was causing my pain. I have also had nearly constant low grade infections since the insertion if the device. (B)(4).